Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04861. It was reported the patient had performed physical activity and lost stimulation coverage in the back area, but still had coverage in the legs. X-rays did not reveal any anomalies. Initially, reprogramming was able to provide stimulation coverage. Follow up identified the physician had explanted the scs system because the patient no longer had effective stimulation.